Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1158311. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-07. Medical device lot #: 0308874. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood and a broken lid/cap(s). The underfill issued event occurred 6 times. The shield defect issued occurred 2 times. The damaged stopper issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue, the shield had a molding defect, and the stopper was damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2022. H.6. Investigation: bd received two (2) samples and two (2) photos for investigation. The samples and photos were reviewed and the indicated failure mode for incorrectly molded stoppers was observed. The indicated failure modes of shield defect and underfill were not observed. Twenty (20) retention samples of each lot from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Additionally, one hundred (100) retention samples of each lot from bd inventory were evaluated by visual examination and the issues of shield defect and incorrectly molded stopper were not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of incorrectly molded stopper based on returned photos and samples. Bd was not able to confirm the indicated failure modes of underfill and shield defect. Bd determined that the root cause of incorrectly molded stopper was attributed to a "non-fill" or lack of rubber in certain areas during the stopper molding process. Based on the low defect rate for the batch in question, no corrective actions are planned at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood and a broken lid/cap(s). The underfill issued event occurred 6 times. The shield defect issued occurred 2 times. The damaged stopper issue occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue, the shield had a molding defect, and the stopper was damaged."